Event description:
It was reported that the connectivity test failed during implant of the deep brain stimulation sensight lead.  Another lead was tried and another test cable but the test still failed. Technical services (ts) had the manufacturer representative run an impedance test at 1.5v and multiple segmented contacts on 1 and 2 were >20k ohms.; contact pair 0-3 is 2859 ohms. The surgeon wanted to leave the lead in and close up the implant. (B)(6) 2022 e1, rtg0272847_update (rep): additional information was received from the manufacturer representative. Phase two would be taking place (B)(6). (B)(6) 2022, e2 (rep): no new information. (B)(6) 2022 rtg0272847 (rep): no new information. (B)(6) 2022 an_rp (rep): no new information. (B)(6) 2022, rtg0272847, e3 (rep): additional information was received from the manufacturer representative. Stage 2 took place and all impedances were within normal range. The rep reported that event is resolved. (B)(6) 2022 e4 (rep): no new information.

Manufacturer narrative:
Concomitant medical products: product ID: b3300542, lot#: va2jguhv40, product type: lead. Product ID: b3300542, lot#: va2jk4j, product type: lead. Product ID: b31040, lot#: 082n20221, product type: screening device. Product ID: b31040, lot#: 082n23621, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: b3300542, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: b31040, serial/lot #: (B)(4), ubd: 21-jul-2023, UDI#: (B)(4). Product ID: b31040, serial/lot #: (B)(4), ubd: 24-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_leadcap_acc lot# serial# unknown: product type accessory product ID neu_stylet_acc lot# serial# uknown: product type accessory product ID b3300542 lot# va2jguhv40: product type lead product ID b3300542 lot# va2jk4j: product type lead product ID b31040 lot# 082n20221: product type screening device product ID b31040 lot# 082n23621: product type screening device h3: analysis of the lead (va2jguhv40) and testing cables (082n20221 and 082n23621) revealed that the devices had no anomalies identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.